Event description:
On (B)(6) 2012, pt reported he has experienced hyperglycemia in the 200-300 range since starting a new type of insulin set and the infusion set leaked insulin when he delivered a bolus. His normal blood glucose is 80-130 mg/dl. He increased his basal rates from 1.2 to 1.4 units per hour, but this did not resolve the issue. The headsets are manually inserted into his abdomen, and he practices site rotation. He does hear an audible click when the infusion tube is connected to the headset. The cannulas have not been bent. He also reported every infusion tube has 1/8" sections of discoloration. The accessories are changed per MFR's recommendation. The infusion sets were replaced with a different type, and the alleged product was requested for eval. F/u was completed on 10/01/2012. Pt received the new infusion sets, and his blood glucose returned to normal. The pt did not require treatment from a health care professional or second party to address the issue.